Manufacturer narrative:
Device was used treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had a distal radius fracture. After the operation, the patient was well on the way to recovery and was undergoing rehabilitation (rehabilitation time/period unknown). When surgeon was about to remove the screw in question after rehabilitation period, it was discovered that just around the screw head was broken-down and then dropped off. It was reported that the surgeon believes that there was some kind of strength poverty of the screw around the fracture point and therefore during the screw insertion, the material of the screw could not withstand mechanical load resulting from locking. This is report 1 of 1.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Not previously reported. Additional code: hrs. The investigation shows that the head locking thread is shaved off. The shaft thread is shaved off and slightly damaged too. The head of the screw broke away. We assume that to much applied torque and applied friction between screw and plate caused this breakage. Based on the fact that we did not receive any matching lot number to the article we are not able to research any manufacturing data. No product fault could be detected.